Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was defective. One side of the tip was missing plastic, and the metal part was dented. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use without evidence of blood were observed. Microscopic inspection showed the heater wire to be flexed away and twisted and detached from the tip but remained attached to the base of the hot jaw. The silicone insulation was observed to be intact with no signs of cracks nor delamination. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "component missing" was not confirmed. The reported failure mode " material twisted/bent" was confirmed. Specific actions for the reported failure mode " material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was defective. One side of the tip was missing plastic, and the metal part was dented. A replacement device was used to complete the procedure. No patient involvement.